Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported right side "evidence of extensive rupture of the right implant which appears intracapsular in nature with significant amount of silicone with in the intracapsular space", "pain", "lump right lower inner breast close to breast and o/e thickening in area of concern", "palpable lump", "small amount of peri-implant fluid", "swelling", and "deformity". "Benign fibrocystic changes. The cysts either unifocal or in small clusters" was also reported but is not device related. The device remains implanted.

Event description:
Healthcare professional reported right side evidence of extensive rupture of the right implant which appears intracapsular in nature with significant amount of silicone with in the intracapsular space", "pain", "lump right lower inner breast close to breast and o/e thickening in area of concern", "palpable lump", "small amount of peri-implant fluid", "swelling", "deformity", double capsule. "Benign fibrocystic changes. The cysts either unifocal or in small clusters" was also reported but is not device related. The device was explanted.